Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Left tha. After installing the acetabular cup, it was fixed with screws, driven with an x3 liner, and reduced. At that time, the cup loosened and fell off. A larger acetabular cup was placed.